Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure on (B)(6) 2023. Fiducials were place prior the spaceoar injection. The procedure was performed with local anesthesia. On (B)(6) 2023, the computed tomography (CT) showed that the hydrogel was placed inside the prostate around the outer edge of the capsule at the apex region. It was noted that 7 cc of hydrogel was placed in the anatomy. The patient condition was reported as "no issues".

Manufacturer narrative:
D4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. H06: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.